Manufacturer narrative:
Trackwise: (B)(4).

Event description:
N/a.

Event description:
The hospital reported that hst iii system (3.8mm) was inserted into aorta and proximal graft was attached. Upon pulling the string out of the aorta, the string was difficult to unravel. The last 2-3 rings did not unravel. Harvester was able to loosen the sutures and the vessel did not tear. The same device was used to complete the procedure.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000386292, 3000376362, and 3000375240 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000386292. There were no ncmrs, rework, or deviations documented for this lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000376362 and 3000375240. There was one (1) ncmr, rework, or deviations documented for the lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.